Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not showing on pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patient was not showing in pyxis. A technical support specialist (tss) followed knowledge article (ka) "patient missing on a bd pyxis medstation es" and reviewed the device settings, the tss identified the admission inactivity day value and advised increasing it beyond the last transaction date. The tss adjusted the settings again when the patient did not show, the tss requested the nurse remove an item using a complete remove and then return it to the station. The customer reported the patient showed, the customer removed and returned medication and the tss advised to revert the admission inactivity day value after a new transaction. The system functioned as intended after technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not showing on pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.